Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon investigation, noise reversion episodes were observed on the right ventricular lead. Patient had occasional symptoms and felt unwell. The oversensing was most likely due to emi, which caused some pauses before entering noise reversion. There was pacing inhibition as a result of noise oversensing. Programming changes were done. Patient condition post programming changes was unknown.